Event description:
Information received by medtronic indicated that the customer had hyperglycemia, which was treated with a manual injection/insulin pen, IV insulin drip, ems, and hospitalization, overnight stay followed by symptoms of diabetic coma and feeling unwell, with a blood glucose measurement of 600 mg/dl at the time of the occurrence, also had huge differences between sensor glucose and blood glucose values. The product involved was unk_ngp. Troubleshooting was performed and the auto mode was on, and the insulin pump device was used within 48 hours of the incident. No further customer complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia, which was treated with a manual injection/insulin pen, IV insulin drip, ems, and hospitalization, overnight stay followed by symptoms of feeling unwell, with a blood glucose measurement of 600 mg/dl at the time of the occurrence, also had huge differences between sensor glucose and blood glucose values. The product involved was unk_ngp. Troubleshooting was performed and the auto mode was on, and the insulin pump device was used within 48 hours of the incident. No further customer complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.